Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via melin.net with over-sensing exhibited by the right ventricular lead resulting in episodes by non-sustained right ventricular oversensing. Upon in-clinic evaluation myopotential oversensing suspected to be the cause. Programming interventions were made. The patient was stable and will continue to be monitored.